Event description:
The customer reported this atrial lead exhibited high thresholds (atrial outputs were at max). The lead was surgically capped and abandoned, and will not be returned for analysis. The lead was actively implanted for approx 8 years, 10 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if add'l info becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.